Event description:
A malfunction with code malf 16 was reported, and it was confirmed that the pump could not be reset. There was no reported impact on the customer's blood glucose level. Technical support arranged for a replacement pump, and the customer was instructed to revert to multiple daily injections to ensure continuity of insulin delivery. The customer was also guided on how to put the pump into storage mode and agreed to return the malfunctioning pump using a pre-paid label within 10 days.